Manufacturer narrative:
Product has been returned to 3m for analysis. Analysis is in process. 3m¿ will continue to monitor.

Event description:
A hospital alleged that while using the transfusion column during a high-flow transfusion, the cassette of the 3m¿ ranger¿ high flow disposable set, model 24355 ruptured inside the 3m¿ ranger¿ 245 fluid heating system. No injury was reported.